Event description:
It was reported that the customer went into diabetic ketoacidosis. It was also reported that the customer smells insulin and insulin is disappearing from the reservoir, however there are no noticable leaks. Customer's blood glucose level at the time 333mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).